Event description:
Post implant measurements observed no atrial sensing, no atrial pacing and >2500 ohms impedance. After verifying the atrial lead connection, bipolar sensing was good, but there was no pacing. Measurements in the unipolar con- figuration were all appropriate. The patient was returned to surgery where interrogation still showed high impedance. A new generator was implanted with no further anomalies. The patient had no specific symptoms.